Event description:
The device was used during an unspecified thoracoscopic procedure. Reportedly, the instrument did not fire completely after 5 reloads. The surgeon used another device without patient injury.

Manufacturer narrative:
6/23/1997-supplemental report #1 submitted to FDA.